Manufacturer narrative:
(B)(4). Two weeks after being admitted, the patient was discharged from the hospital. On an unreported date, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation, it was clarified that it was a case of sterile peritonitis. Based on the follow up information, it has been determined that the disposable device is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Treatment details were not reported. Action taken with dianeal, extraneal, and nutrineal therapies were not reported. The patient's recovery status and outcome of the event were not reported. No additional information is available.